Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had sensing problems due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.